Event description:
It was reported that this pacemaker declared a lead safety switch (lss) due to high out-of-range (oor) pacing impedances on the right atrial (ra) lead, measuring greater than 3000 ohms. After the lss, noise was oversensed, which resulted in inappropriate atrial tachy response (atr) episodes. Troubleshooting was performed, and the lead was reprogrammed back to the bipolar configuration. The physician will continue to monitor. This pacemaker and ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, only the proximal segment of the lead was received; severed 67 millimeters (mm) from the terminal end. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker declared a lead safety switch (lss) due to high out-of-range (oor) pacing impedances on the right atrial (ra) lead, measuring greater than 3000 ohms. After the lss, noise was oversensed, which resulted in inappropriate atrial tachy response (atr) episodes. Troubleshooting was performed, and the lead was reprogrammed back to the bipolar configuration. The physician will continue to monitor. This pacemaker and ra lead remain in service. No adverse patient effects were reported. Additional information was received which indicated the patient passed away, however, it wasn't related to the implanted system. This pacemaker system was explanted and the ra lead was returned. No adverse patient effects were reported.